Event description:
It was reported that the balloon at the proximal end was found leaking. There were no patient complications reported. Letter to dr. (B)(6), (B)(6) hosp.

Manufacturer narrative:
Catheter was received with the balloon detached from catheter. Balloon appeared to be rolled onto itself. Attempted to unroll balloon to examine if any latex appeared missing, there did not appear to be any missing latex. Reported defect was confirmed. Residual adhesive was observed at both bonds. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. Any leakage (bubbles exiting) from the catheter body or from any connector was visually examined. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from catheter body. The contamination shield, introducer and syringe were not returned with the catheter for evaluation. Although the complaint was confirmed, there is no evidence that the defect is related to the manufacturing process, a cross functional team has been assigned to investigate these types of occurrences in order to determine a root cause and take actions as deemed necessary. Typically this will be detected while inflating the balloon during prep. The directions for use instruct the operator to check balloon integrity prior to use by inflating it to the recommended volume it also instructs the operator to check for asymmetrical and leaks by submerging the balloon in sterile saline or water. Although we were able to confirm a defect exists there is no evidence of a manufacturing defect. A device history record review was completed and documented that the device met specifications upon distribution.